Event description:
Event description guidant received an adverse event form regarding the patient implanted with this implantable cardioverter defibrillator (ICD). The form had multiple boxes checked; including, the syncope and acceleration of arrhythmias box.